Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the trunk cable was cut and the cable connecting the distribution node (dn) and front therapy electrode (te) was cut between the front te and ECG electrode a, damaging internal wires. The cause of the inability to complete testing is the damaged cable and wires. The root cause of the damaged cables and wires is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.